Event description:
It was reported when using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that some tubes were collapsing. There was no health impact or consequences reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that some tubes were collapsing. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jan-2024. H.6. Investigation summary: bd received 13 samples and 1 photo for investigation in support of this complaint from catalog 367841, lot number 2321355. The 13 samples were visually inspected with no issues being identified. A draw test was performed at the manufacturing site on 10 sample tubes. The tubes were within specification limits with no issues observed with the tubes collapsing before, during, or after testing. The photo was evaluated and shows two tubes containing specimen and it appears that the tube on the right does have some deformity. However, it cannot be determined if this happened before, during, or after the tube was used to collect the specimen. Bd was able to confirm the customer¿s indicated failure mode with the investigation completed. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.